Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: (mr) reviews will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain. Head and liner exchange. No surgical delay. Doi: (B)(6) 2002; dor: (B)(6) 2020; left hip.